Event description:
It was reported that upon interrogation prior to implant, the device was found to be in backup vvi mode. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was due to a parity error. The parity error was caused by an anomalous component on the hybrid.